Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown.

Event description:
Related manufacturing number: 3006705815-2021-03139. It was reported that the patient had high impedances on the left lead, which caused ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein both leads were explanted and replaced. Therapy restored post-op.